Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a heparin infusion, rate 27ml/hr was started in the afternoon on (B)(6) 2019. At 1930, the patient¿s ptt was 130. The infusion was paused for 1 hour then restarted at 27ml/hr. On (B)(6) at 0130, the pump displayed ¿transfusion complete¿ and a vtbi of 0ml, the bag had approximately 150 ml remaining. Because it was unknown how long the heparin was off, a ptt level was drawn at 0150. The patient ptt level was 35, sub-therapeutic. The physician was notified and the heparin infusion was restarted at 27ml/hr. At 0600, the ptt was rechecked and the level was 45, still sub-therapeutic. The clinician stated the protocol for low ptt was to administer a bolus of heparin. However, the physician did not order a bolus but for the heparin to continue at 27ml/hr. No other medical interventions were performed. There was no report of patient harm. After the event the biomed tested the devices and found them to be within specification, and requested an event log review to check programming.

Manufacturer narrative:
The customer¿s report of an under infusion was confirmed. Physical inspection of the device noted the instrument seals intact. The only observed anomalies were slightly dull iui connectors. Review of the pcu event log shows pump module s/n 14963178 was programmed for basic infusion at a rate of 20ml/hr with a vtbi of 450ml at 11:42 pm on 18 january 2019. At 1:46 am, user selects channel off on this device and the infusion program was stopped and units were powered down. The time of issue was said to be at 1:30 am on 19 january 2019 which rules out the claim of under-infusion. Analysis of the pcu event log shows pump module s/n 15225583 was programmed for heparin infusion, through guardrails at a rate of 20.16ml/hr with a vtbi of 250ml at 10:30 am on 19 january 2019. At 10:30 am, the device was programmed by user to program heparin inf through guardrails drugid:125 at rate=20.16 vtbi=250 with pvi=0. At 10:31 am, the user selects the device and changes infusion rate=20. Vtbi=250 pvi=0.081. At 10:32 am the device alarmed with infusor_occluded_patient_side. The user selects device and soft key 14 to restart current infusion program. Rate=20 vtbi=249.676 pvi=0.324 at 1:48 pm user selects device and the soft key 11 to delay infusion for 15 minutes. Rate=20 vtbi=184.558 at 2:03 pm device delay has ended infusor_callback_before_infusion alerts. At 2:14 pm user selects devices and then soft key 14 to start infusion rate=20 vtbi=184.558 pvi=65.442. At 7:29 pm user selects device and soft key 11 to program a delay for 60 minutes. Rate=20 vtbi=79.501. At 8:29 pm device delay has ended infusor_callback_before_infusion alerts. At 8:34 pm user selects the device and then soft key 2 to change the rate. Rate=17 vtbi=79.501 pvi=170.499 20 january 2019. At 1:15 am infusion program completes program_step_complete_pcu and soft key 13 is selected to confirm completion and infusion is stopped and device goes into standby. Final pvi=250.009. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an under-infusion was identified as user programming. The user programmed the infusion to run at rates of 20ml/hr and 17ml/hr instead of the intended 27ml/hr.

Event description:
There was a report of possible delivery issues during a heparin infusion. The report source isn't sure if an over infusion or a programming error occurred, and if the rn picked the wrong infusion profile. There were two devices returned to the biomedical engineering department, however it was not clear if they were the actual devices in use during the event. The equipment received tested within specification. Event information received was that a heparin infusion, was started in the afternoon on (B)(6) 2019 at a rate 27ml/hr. The volume and concentration of the medication was not provided. At 1930, the patient¿s ptt was 130 seconds. The infusion was paused for 1 hour, then restarted at 27ml/hr. On jan 19, at 0130, the pump reportedly displayed ¿transfusion complete¿ and a vtbi of 0ml, however the bag had approximately 150 ml remaining . The pump reportedly did not alarm, and it was unknown how long the heparin was off. A ptt level drawn at 0150 was sub therapeutic at 35 seconds. The physician was notified and the heparin infusion was restarted at 27ml/hr. At 0600, the ptt was rechecked and the level remained subtherapeutic at 45 seconds. The physician ordered the heparin to continue at 27ml/hr. No other medical interventions were performed. There was no report of patient harm.